Event description:
The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint could not be duplicated or confirmed. The pil performed visual and functional testing on this trilogy 100 and the unit functioned as designed; no operational issues found. The pil opened the unit to check for any contamination/black particles within the flow paths and there were no signs of contaminates entering the flow path from outside the device. The pil observed no dust particles in the blower bellow. The manufacturer concludes that no foam degradation was present.